Event description:
The customer reported that the display was missing segments in the saturation of peripheral oxygen (sp02) rate portion of the display. No patient harm was reported.

Manufacturer narrative:
(B)(4).